Manufacturer narrative:
The device evaluation summary submitted in report 1645337-2018-05719 has been corrected. The updated device evaluation summary is below: device evaluation summary: upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.1 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. As root cause of the event, the patient initially informed her injury was during a carnival ride. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation primary with an unspecified mentor saline breast prosthesis and experienced deflation post-operatively on the right side while on a ¿carnival ride¿. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned contained no fluid. Yellow material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.1 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2018 indicated the patient underwent bilateral removal and replacement with saline mentor smooth round moderate profile 425cc, catalog number 3501670, lot number 7595317, serial number (B)(4) (l) and 7595317-069 (r). Patient is fully recovered without complication, and was not hospitalized. Manufacturer¿s reference number: (B)(4).